Event description:
The caregiver (cg) contacted baxter and insisted that the homechoice (hc) machine was infusing more solution to the home patient (hp) that was programmed to deliver. The baxter technical representative (tsr) assisted the cg with end therapy early procedure. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The reported issue of the "hc infusing more solution than programmed" was not confirmed nor reproduced. The cause was undetermined. Device was fully tested and calibrated during evaluation. Device works like intended during evaluation.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Reported issue was confirmed. The cause was determined as pneumatic leakage inside device pneumatic subsystem. Device was repaired - pneumatic tubings were changed to new one. A service history review revealed no previous service events were related to the reported condition. A device history review revealed no previous service events were related to the reported condition.